Manufacturer narrative:
The manufacturing documentation of data-cyte plus (B)(4), ref. (B)(4), lot 610024019, exp. 2024-10-26, and data-cyte plus 2 (B)(4), ref. (B)(4), lot 617024018, exp. 2024-10-12, was reviewed and no deviations were found that could be associated with the reported event. All internal tests performed during the manufacturing process were within internal specifications. Cell 1, cell 4, cell 6, cell 9 and cell 10 of data-cyte plus (B)(4), ref. (B)(4), lot 610024019, exp. 2024-10-26, were prepared with donors (B)(6), respectively. The entry typing of donors (B)(6) was reviewed and no deviations were found. All donors were independently typed by two laboratory technicians with two different lots of polyclonal anti-e and anti-s. The positive reactions ranged between 3+ and 4+ for e antigen and between 2+ and 3+ for s antigen. Donor (B)(6) was also typed using mdmulticard basic extended phenotype and a clear positive s result was obtained (note: mdmulticard basic extended phenotype does neither type the e nor the k antigen). The history of donors (B)(6) was reviewed. Donor (B)(6) was used in the manufacturing of cell 1 of data-cyte plus (B)(4), ref. (B)(4), lot 610024019, exp. 2024-10-26, as well as in nine other finished products in (B)(4) different manufacturing campaigns. Besides the current reported event, there has been no other complaint registered by (B)(6) against a cell manufactured with donor (B)(6). Donors (B)(6) are new donors. Their first and only use has been in the manufacturing of cell 4, cell 6, cell 9, and cell 10, respectively, of data-cyte plus (B)(4), ref. (B)(4), lot 610024019, exp. 2024-10-26, as well as in (B)(4) other finished products from the same manufacturing campaign. Besides the current reported event, there has been no other complaint registered by (B)(6) against a cell manufactured with these donors. Cell 1 and cell 4 of data-cyte plus 2 (B)(4), ref. (B)(4), lot 617024018, exp. 2024-10-12, were prepared with donors (B)(6), respectively. The entry typing of donors (B)(6) was reviewed and no deviations were found. All donors were independently typed by two laboratory technicians with two different lots of polyclonal anti-e and anti-s. The positive reactions ranged between 3+ and 4+ for e antigen and between 2+ and 4+ for s antigen. The history of donors (B)(6) was reviewed. Donor (B)(6) is a new donor. Its first and only use has been in the manufacturing of cell 1 of data-cyte plus 2 (B)(4), ref. (B)(4), lot 617024018, exp. 2024-10-12. Besides the current reported event, there has been no other complaint registered by (B)(6) against this donor. Donor (B)(6) was used in the manufacturing of cell 4 of data-cyte plus 2 (B)(4), ref. (B)(4), lot 617024018, exp. 2024-10-12, as well as in (B)(4) other finished products in (B)(4) different manufacturing campaigns since 2017. For the products manufactured with donor (B)(6), a complaint database search was performed, concluding that to date, beside the current reported event, there has been no other complaint registered by (B)(6) against a cell manufactured with this donor. Internal stability records of data-cyte plus (B)(4), ref. (B)(4), lot 610024019, exp. 2024-10-26, and data-cyte plus 2 (B)(4), ref. (B)(4), lot 617024018, exp. 2024-10-12, were reviewed. The expected results were obtained at all tested time points. Based on the elements above and also considering the known presence of anti-e, anti-k and anti-s, the most probable root cause of the reported negative reactions with some e+ and s+ cells from data-cyte plus (B)(4), ref. (B)(4), lot 610024019, exp. 2024-10-26, and data-cyte plus 2 (B)(4), ref. (B)(4), lot 617024018, exp. 2024-10-12, is sample related, pointing to low-titer anti-e and anti-s in the patient plasma with e and s specificity that is at the detection limit of the grifols system. These low anti-e and anti-s levels in the patient plasma sample, in combination with naturally occurring variations in the antigen density of red blood cells may be the cause of the unexpected results observed by the customer. No single method is able to detect all irregular antibodies. (B)(6) has no indication of malfunction of products data-cyte plus (B)(4), ref. (B)(4), lot 610024019, exp. 2024-10-26, and data-cyte plus 2 (B)(4), ref. (B)(4), lot 617024018, exp. 2024-10-12. Consequently, this case is non-confirmed.

Event description:
A customer reported unexpected negative antibody identification results for anti-e and anti-s on erytra eflexis for (B)(4) patient sample with a history of anti-e, -k, and -s, obtained with cell 1 (e-; k-; s+s-, donor (B)(6)), cell 4 (e+e+weak; k-; s-, donor (B)(6)), cell 6 (e-; k-; s+s-, donor (B)(6)), cell 9 (e-; k-; s+s-, donor (B)(6)) and cell 10 (e+e-; k-; s+s+, donor (B)(6)) of data-cyte plus (B)(4), ref. (B)(4), lot 610024019, exp. 2024-10-26 (UDI: (B)(4), as well as with cell 1 (e-; k-; s+s-, donor (B)(6)) and cell 4 (e+e+; k-; s+s+, donor (B)(6)) of data-cyte plus 2 (B)(4), ref. (B)(4), lot 617024018, exp. 2024-10-12 (UDI: (B)(4)). The patient is a 65-year-old male diagnosed with congestive heart failure. All testing was performed on (B)(6) 2024. Sample "(B)(6)" was tested for antibody screening on erytra eflexis sn-(B)(6) with search-cyte tcs (B)(4), ref. (B)(4), lot 644724018, exp. 2024-10-12, using dg gel 8 anti-igg cards lot 24012.01, exp. 2025-02-28. Cell 1 (e-; k-; s-) was interpreted as negative, while cell 2 (e+e-; k+k+; s+s-) gave a 3+ reaction. Cell 3 (e-; k-; s+s-) was interpreted as "?" But modified to w+ by the operator. All screening cells positive for the known antibodies gave reactivity. The sample was processed for antibody identification on the same instrument using the same dg gel 8 anti-igg cards lot, with data-cyte plus (B)(4), ref. (B)(4), lot 611024019, exp. 2024-10-26. Unexpected negative reactions were obtained with cell 1 (e-; k-; s+s-, donor (B)(6)) , cell 4 (e+e+weak; k-; s-, donor (B)(6)), cell 6 (e-; k-; s+s-, donor (B)(6)), cell 9 (e-; k-; s+s-, donor (B)(6)) and cell 10 (e+e-; k-; s+s+, donor (B)(6)). Positive reactions were obtained with heterozygous k+ cell 2 (e-; k+k+; s-, graded as 3+), heterozygous s+ cell 7 (e-; k-; s+s+, graded as 1+), heterozygous k+/s+ cell 8 (e-; k+k+, s+s+, graded as 3+) and cell 11 (e+e+; k+k-; s+s+, graded as 3+). The autocontrol was interpreted as "?" But modified to w+ by the operator. All k+ cells reacted strongly (3+ for homozygous and heterozygous). 1 heterozygous e+ cell out of the 3 e+ cells (1 homozygous, 2 heterozygous) gave a positive reaction (this cell was also homozygous k+ and interpreted as 3+). 3 heterozygous s+ cells out of the 7 s+ cells (3 homozygous, 4 heterozygous) gave a positive reaction (1+ reaction for one heterozygous cell which was negative for e and k antigens; 3+ reactions for the two other cells, which were both positive at least for k antigen). Then, the sample was again tested for antibody identification on erytra eflexis sn-(B)(6) with data-cyte plus 2 (B)(4), ref. (B)(4), lot 617024018, exp. 2024-10-12 (no traceability report provided, no information on the gel card used). Unexpected negative reactions were obtained with cell 1 (e-; k-; s+s-, donor (B)(6)) and cell 4 (e+e+; k-; s+s+, donor (B)(6)). Weak and positive reactions were obtained with heterozygous k+ cell 2 (e-; k+k+; s-, graded as 3+), homozygous s+ cell 8 (e-; k+k+, s+s-, graded as 3+), homozygous e+ cell 9 (e+e-; k-; s-, graded as w+), homozygous e+ cell 10 (e+e-; k-; s-, graded as 1+) and heterozygous e+/s+ cell 11 (e+e+; k-; s+s+, graded as 1+). All k+ cells reacted strongly (3+ for heterozygous). 3 out of the 4 e+ cells (2 homozygous, 2 heterozygous) gave reactivity (w+ or 1+); these three cells were k- and one of them (which gave a 1+ reaction) was also positive for s antigen (s+s+). 2 out of the 4 s+ cells (2 homozygous, 2 heterozygous) gave reactivity (1+reaction for one heterozygous cell which was also heterozygous e+; 3+ reaction for one homozygous cell which was also heterozygous k+). Customer then tested the sample with selected cells in manual gel method using ortho panel a, lot vra468, exp. 20204-10-29. Positive (1+) reactions were obtained with heterozygous s+ cell 2 (e-; k-; s+s+) as well as with homozygous s+ cell 9 (e-; k-; s+s-) and cell 11 (e-; k-; s+s-), but also with homozygous e+ cell 3 (e+e-; k-; s-). The cell 10 (e-; k-; s-) reacted negative as expected. The customer stated that an anti-e, anti-k and anti-s were identified in the sample "(B)(6)". No raw image files or log files are available for this sample.